Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to clinic on (B)(6) 2021 with lvad (left ventricular assist device) fault alarm noted on the system monitor. The patient noted the speed at 5000 rpms when the patient¿s controller should be set at 5200 rpm with a low speed limit of 5100 rpm. While in clinic, the clinician was able to reset by disconnecting the driveline. Of note, upon closer look at the log files and times, it appeared the speed dropped hours before the lvad fault occurred. Log file submitted captured lvad internal fault events on (B)(6) 2021 starting at 15:56:18. During the events, the pump maintained an average speed of 5010 rpms and provided flow through the pump. Additional log file submitted after the pump disconnect and reconnect. The patient was stable, and the pump was running at set speed 5200 rpms. Log file starting on (B)(6) 2021 at 15:41:08 revealed that the pump was functioning as intended. No additional information provided.

Manufacturer narrative:
Incidental findings: an incidental finding of multiple pump startups/resets was observed within the submitted lvad event log file, suggesting multiple pump stop events. A specific root cause for the pump startups/resets could not be conclusively determined based on the recorded data. The device appeared to operate as intended. Manufactures investigation conclusion: the patient remains ongoing on heartmate 3 left ventricular assist system (lvas). Analysis of the log files provided by the account confirmed the report of left ventricular assist device (lvad) faults; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted log files captured lvad internal fault alarms beginning on (B)(6) 2021. These alarms were associated with eeprom communication error and e2p_crc lvad fault flags. Although this event decreased the pump speed to a default of 5000 rotations per minute (rpm), the pump¿s ability to operate was not affected. The alarms persisted until the driveline was disconnected and re-connected on (B)(6) 2021, which cleared the lvad internal fault alarms, as well as the eeprom communication error and e2p_crc lvad fault flags. The pump resumed operation at the set speed following this event, and appeared to function as intended for the remainder of the log file data. It was reported that the patient was seen in clinic with lvad fault alarms noted on the system monitor. It was noted that the pump was operating at 5000 rpm, while the pump's set speed was 5200 rpm. It was reported that the clinic was able to reset the alarms by disconnecting then reconnecting the driveline. The heartmate 3 lvas instructions for use (IFU) and patient handbook outline all system alarms, including the lvad fault alarm, and the recommended actions associated with these events. The heartmate 3 lvas patient handbook warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.